Event description:
It was reported that an ems was used during a hernia repair. It was reported by the affiliate that the instrument jammed after the first staple. There was no consequence to the patient.